Manufacturer narrative:
Visual findings observed the sensor pad was received flat inside a non-posey box. Creases observed throughout the pad. No other physical damages found. Evaluation of the returned sensor pad was tested with a known working 8345 unit. The sensor pad triggered the unit to sound when weight was removed from the pad, and it did not trigger the unit when weight was applied on the pad as intended. Therefore, the sensor pad is functional and will perform as intended. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The instructions for use states to always check sensor pads when connecting them to a posey alarm. You can check a sensor pad by attaching it to the sensor input on the alarm, activating the alarm and placing pressure on the sensor pad. When the pressure is released, the alarm should sound. Repeat this pressure release test in several different areas along the entire length of the sensor pad to ensure entire sensor pad functions properly. If the alarm and or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a properly functioning alarm and or sensor pad. Do not use the alarm or sensor pad if it does not activate each time weight is removed from the sensor pad. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
(B)(6) 2021 bd1 the customer contacted us via e-mail. The customer states "chair alarm pad did not go off when patient got up resulting in a patient fall. Chair alarm box and pad were tested separately and the pad was found to be defective. Pad is currently in (B)(6). No other information was given in regards to the situation. Lot# 1251t138. The date the issue was discovered is unknown and no patient incident or injury was reported.